Manufacturer narrative:
(B)(4)

Event description:
A customer contacted baxter (B)(4) to report that the device had a burning smell.

Manufacturer narrative:
(B)(4). The actual ro device was evaluated and the reported condition: of a burning smell was confirmed. The root cause of the reported condition was determined to be the motor. The motor and pump head were replaced. The device was tested as per baxter operating procedures and protocols and passed all testing. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.